Manufacturer narrative:
Device rpn: ult10.2-38-25-p-5s-cldm-tong-050399. This MDR is being filed after the associated complaint was reviewed under remediation protocol cap008, complaint/MDR retrospective review and remediation and reassessed as reportable. Additional complaint investigation and record remediation was not performed.

Event description:
It was reported that prior to patient contact, the device's hub was broken. There were no injuries or additional procedures reported.